Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the reported alarm was determined to be due to a loose connection between a line and bag. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during dwell three of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the caregiver stated that there was a loose connection between the set and a solution bag. The patient would complete therapy with manual supplies. There was no patient injury or medical intervention reported. No additional information is available.